Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's device was interrogated, and upon attempting to view the high rate episodes, the message 'invalid data' displayed. The device will be reinterrogated, and remains in use. No patient complications have been reported as a result of this event.